Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, congestion, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, congestion, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found unknown dust contaminant was observed on the rear panel, top enclosure, front panel, and bottom enclosure. A keratin-like substance was observed on the blower box outlet, observed evidence of liquid ingress with mineral deposits to the water tank. An unknown dust contaminant and hair particles were observed on the flip lid seal. Hair-like particles were observed on the flip lid, water tank lift tray, and bottom enclosure. An unknown dust contaminant and hair-like particles were observed on the dry box seal, dry box, back panel and heater plate. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The ma nufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source. In this report, section d9, g3, h3, h6 has been updated.